Event description:
It was reported, the unit emitted sparks near the switch and stopped working.

Manufacturer narrative:
It was reported the sparked near the switch, and then stopped working. Examination of the unit revealed a break in the cord at the entrance to the strain relief area near the switch. The break prevents the wires in the cord from making continuous contact and could possibly expose bare wires when the cord is bent. Improvements have been made to the pad since this unit was manufactured nearly 13 years ago. There is also a CAPA project ((B)(4)) underway to further improve the cord/strain relief design to prevent further occurrences.